Manufacturer narrative:
Batch review performed on 14 october 2019. Lot 1900222: 143 items manufactured and released on 09-apr-2019. Expiration date: 2024-03-23. No anomalies found related to the problem. To date, 97 items of the same lot have been already sold with two other similar events (same patient and same implants involved). In the previous two complaints the item was not removed. Additional implant involved: ball heads: mectacer 01.29.211 36mm biolox delta head xl (k112115) lot. 186552. Batch review performed on 14 october 2019. Lot 186552: 80 items manufactured and released on 29-nov-2018. Expiration date: 2023-11-15. No anomalies found related to the problem. To date, 34 items of the same lot have been already sold without any other similar reported event.

Event description:
On (B)(6) 2019, the patient came in complaining of pain due to dislocation. The cause of the dislocation was when the patient was getting up from sitting in a chair. The surgeon revised the head and liner and added a dual mobility converter. The surgery was completed successfully. Previously the patient suffered from two other dislocation that were treated via closed reduction.